Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A customer reported during advancing the plunger on a pre-loaded intraocular lens (iol) device, the lens was not proceeding smoothly. The surgeon had to push a little harder as the most of the lens was out of the nozzle, which caused the lens to come out abruptly. The plunger sprung out and slightly tore the anterior capsular bag. The lens remains implanted. Additional information requested.

Manufacturer narrative:
A qualified viscoelastic was indicated. (B)(4).